Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) high thresholds were noted although numerous locations within the ventricle were tried. Following the fifth deployment adhesion of myocardial tissue was noted on the tip of the catheter. Damage to the electrode was also noted due to several deployments. It was further reported that a clot was noted on the tip of the delivery system, introducer and tines of the leadless ipg. The complete ipg system was attempted / not used and replaced. No further patient complications have been reported as a result of this event.